Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 21 aug-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: product evaluation was performed under magnification. The complaint device was received with the plunger rod fully advanced. The device assembly was inspected and presented with no issues that would have contributed to the complaint event. The lens was cleaned and presented with a scratch on the spare tire region of the lens. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. The search revealed that no other complaints were received for this purchase order. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted; give date: n/a. The intraocular lens was partially inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a. The intraocular lens was partially inserted and removed during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental med watch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was partially inserted and removed in the same procedure due a scratch on the lens. Procedure was completed with another iol with same model. There was no patient injury. No further information is available.